Event description:
It was reported that the handpiece trigger is stuck in the on position and continues to run. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the alleged event. The handpiece has since been repaired and returned to the customer.